Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The embolization coil was stretched and intact with its pusher assembly. Conclusions: evaluation of the returned podj revealed that the embolization coil was stretched and intact with its pusher assembly. If the delivery catheter is retracted into the guide catheter prior to advancing the embolization coil, the embolization coil may take shape within the guide catheter. If the embolization coil takes shape within the guide catheter, resistance may be experienced upon attempts to advance or retract the embolization coil. If the device is forcefully retracted against resistance, the embolization coil polyethylene (pe) fibers may stretch. The lantern and the non-penumbra guide catheter identified in the complaint were not returned to penumbra for evaluation. Further evaluation of the returned podj revealed that the pusher assembly was fractured. This fracture was likely incidental and may have occurred while packaging the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the physician inadvertently pulled a lantern delivery microcatheter (lantern) back inside the guide catheter, then advanced the podj out of the lantern. Consequently, the podj formed inside the guide catheter. While attempting to retract the podj, it unintentionally detached inside the guide catheter; therefore, the entire detached podj was removed. The procedure was completed using another podj, the same lantern and guide catheter. There was no report of an adverse effect to the patient.